Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. Testing of the returned device found that the issue was caused by a defective component on one of the circuit boards. The cause for the defect could not be determined. Replacing the affected board resolved the issue. Sorin group (B)(4) stated that this is an isolated event. No further action is deemed necessary.